Event description:
A report was received that following an implant procedure, the patient had symptoms of a damaged recurrent laryngeal nerve. The vocal cord on the right side stopped moving. The patient underwent augmentation of the vocal fold. The physician assessed the event as related to the procedure and not the device. The event has not resolved and the patient has not recovered.

Event description:
A report was received that following an implant procedure the patient had symptoms of a damaged recurrent laryngeal nerve. The vocal cord on the right side stopped moving. The patient underwent augmentation of the vocal fold. The physician assessed the event as related to the procedure and not the device. The event has not resolved and the patient has not recovered.

Manufacturer narrative:
Additional information was received that the event has resolved without residual effects.